Event description:
See manufacturer report# 9614453200901276. After a device replacement the new device showed the same problem. After changing to a new programmer the problem was resolved. It seems that a problem with ez programmer was the cause for the "power on reset". There was no injury to the patient.